Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.